Event description:
The sales rep reported that when the cone conical body was opened during surgery, the bolt was missing. The sales rep reported that a replacement device was immediately available and no adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device catalog and lot numbers were corrected based on the returned product. The modular restoration cone body was returned in its inner blister, with both end foams in place. The top foam (in which the locking bolt is placed), outer blister, tyvek lids or carton were not returned. The fact that the top foam was not returned would suggest that it was discarded by the or staff. It is a possibility that the bolt could have been accidently discarded with the top foam. Device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. The exact cause of the event could not be determined. The event was not confirmed.

Event description:
The sales rep reported that when the cone conical body was opened during surgery, the bolt was missing. The sales rep reported that a replacement device was immediately available and no adverse consequences were reported.